Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface catalog # 00596403210 lot # 62879636, palacos r+g catalog # 660177772 lot # 79910088, unknown femur catalog # unknown lot # unknown. (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned tibial component shows nicks and gouges on the proximal and distal faces. X-ray review noted evidence of osteolysis and while the reported loosening could not be excluded, it could not be confirmed with the available image. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been provided.